Event description:
It was reported that there was an alarm; this was not confirmed by telemetry. The pt experienced increased pain. A dose adjustment was performed with no improvement. A surgical revision/replacement was performed. The pt outcome was "no injury."

Manufacturer narrative:
(B) (4).